Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2011. It was reported that the patient felt decreased stimulation. Reprogramming effort were unsuccessful, and one of the leads exhibited invalid and high impedance measurements on multiple lead contacts. X-ray found no anomalies. The patient denied any falls or extreme/sudden body movements. The physician explanted and replaced the lead with a paddle lead on (B)(6) 2011. No further patient complications were reported.